Event description:
The customer reported to beckman coulter, inc. Hotline support that their unicel dxc 660i instrument suppressed triglyceride results; a wash all cuvettes was performed to resolve the suppressed results but was unsuccessful. Following troubleshooting, the instrument generated probe obstruction errors and the customer observed that the tops of capped samples were wet. No erroneous results were generated. In addition, the leak was contained to the instrument. The operator wore gloves, eye protection and a lab coat while operating the instrument.

Manufacturer narrative:
The field service engineer (fse) found that the cap piercer was not processing the waste fluid. Further investigation revealed the cap piercer waste valve was inoperable; the waste valve was replaced. The fse assigned the cause of the issue to the cap piercer waste valve. Once the valve was replaced, the cap piercer function was verified and no further problems noted. The manufacturer's reference # for this event is (B)(4).